Event description:
On (B)(6)2023 (B)(6), employee of intuvie, received a call from d.d., patient of (B)(6)health, who stated the pump was off. Upon powering it back on, there was no resume infusion option. Informed them that we will have to stop the infusion and guided them in switching off the pump and clamping the lines. Informed them to call the clinic first thing in the morning. No further details given. Infusion took place at home. Patient involved. No patient was harmed. On (B)(6)2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer

Event description:
A patient reported that their pump shut off during infusion. Upon powering on, there was no resume infusion option. The patient was informed to call the clinic first thing in the morning. Upon follow up the pharmacist reported that the patient had reported to the clinic the following day and stated that immediately prior to their pump powering down the previous night the pump was showing an upstream occlusion alarm on the display but was not alarming. The patient was given a new pump and resumed infusion at the full amount. Volume to be infused 184ml. Medication unknown.